Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to patient condition. It was reported that during the explant procedure the header appeared loose, however all wires were intact.